Event description:
According to the distributor report, a pt fell and had a 2 inch laceration above the right eye. The pt was taken to the ER. Dermabond topical skin adhesive was used to close the wound. The pt was lying down when the product was applied. Gauze was not used to shield the eye; petroleum jelly was not used as a barrier around the eye. The adhesive ran onto the physician's glove. When he tried to remove the glove, it rubbed against the eyelids and got onto the eyelid sealing it closed. The physician attempted to loosen the bond with mineral oil, but was unsuccessful. The pt saw an eye dr 4 days later. The eye dr cut the pt's eyelashes to remove some of the adhesive. There is no redness or swelling of the skin in the area.